Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient indicated that the lead was turned off because of extra stimulation that created a "thumping in [the patient's] chest since implant."

Event description:
The patient reported that coming out of recovery after the procedure, the patient was getting shocks/pacing every second and the patient's heart was beating so hard. Reprogramming was performed to "shut off" something. The patient indicated that one of the wires is in the wrong place. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient's lead had dislodged shortly after implant. The patient plans to have a lead revision.